Event description:
It was reported the programmer locked up with an error message when it was powered on. The power was recycled and the service disk ran, but the error would not clear. The programmer was returned for repair, with a request for a new programmer rf (radio-frequency) head and stylus. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer locked up with an error message when it was powered on. The power was recycled and the service disk ran, but the error would not clear. The programmer was returned for repair, with a request for a new programmer rf (radio-frequency) head and stylus. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the programmer was returned and analysis confirmed the customer comment that it locked up with an error message when powered up. The link electronic module (lem) printed circuit board (pcb) was calibrated, the hard disk drive reconfigured and the current software reloaded. Analysis also noted the stylus was missing and that no corrosion was found inside the programmer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).